Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not deflate when negative pressure was applied. The balloon appeared inflated under fluoroscopy. Resistance was met during the removal attempt and the balloon deflated when the hemostatic valve was opened. Upon removal as a system, a split was noted on the shaft. Reportedly no patient injury occurred.